Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchornization therapy defibrillator (crt-d) was re-programmed to v-tachy mode other than monitor plus therapy. The patient had also experienced an increase in heart rate after experiencing someone braking unexpectedly in front of them while they were driving. The local area sales representative confirmed that use error was the reason for the change in programming. The physician stated that he had attempted to change the rate on the device and accidentally hit monitor plus therapy, then changed it to monitor only. The local area sales representative was able to re-program the device the very next day. While no adverse patient symptoms were noted, the patient could have been without potentially life-saving therapy during that period of time.